Manufacturer narrative:
D10: concomitants: a10012 - gps implant kit v2 03000121158,l 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm 5886059, 320-31-36 - glenosphere, 36mm 6464318, 320-36-00 - 145-deg pe 36mm hum liner +0 6488947,, 320-35-01 - small glenoid plate 6495839 300-01-09 - equinoxe, humeral stem primary, press fit 9mm 6764234, 320-15-05 - eq rev locking screw 6827652, 531-78-20 - shouldr gps hex pins kit 6873617, 320-20-00 - eq reverse torque defining screw kit 6876444, 531-20-00 - shldr gps rvrs drill kit 6894356, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s080485, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm s081180, 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s247933.

Event description:
It was reported that a female patient, initial left shoulder implanted in (B)(6) 2021, underwent a revision procedure in (B)(6) 2024, approximately 3 years 7 months post the initial procedure. Two reverse screws broke requiring the revision. The glenoid components, liner, and tray were replaced. None of the broke pieces fell into the patient wound site. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. They were sent to pathology. No device images were able to be obtained. No further information.